Manufacturer narrative:
Device eval by MFR: the device was received, and analysis was completed. The device was returned loaded on to the customer's guidewire and was in a deployed state. The investigator was unable to remove the guidewire from the device when in a deployed state. The investigator was only able to partially retracted the stainless-steel shaft and was able to remove the guidewire without any issues. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis.

Event description:
It was reported that the filterwire was difficult to remove from the stent delivery system. A filterwire ez and carotid wallstent were selected for use in a percutaneous transluminal angioplasty (pta) of the carotid artery. The target lesion was 50% stenosed, moderately calcified and mildly tortuous. The filterwire ez was positioned, and the carotid wallstent was placed and on the filterwire ez and the stent was implanted. The retrieval sheath was then used to successfully recaptured the filter. The carotid wallstent was then difficult to remove from the filterwire ez and resulted in the stent delivery system pulling the filterwire ez down with it. The devices were removed. The procedure was completed with these devices. There were no patient complications as a result of the event.

Event description:
It was reported that the filterwire was difficult to remove from the stent delivery system. A filterwire ez and carotid monorail were selected for use in a percutaneous transluminal angioplasty (pta) of the carotid artery. The target lesion was 50% stenosed, moderately calcified and mildly tortuous. The filterwire ez was positioned, and the carotid monorail was placed and on the filterwire ez and the stent was implanted. The retrieval sheath was then used to successfully recaptured the filter. The carotid monorail was then difficult to remove from the filterwire and resulted in the stent delivery system pulling the filterwire ez down with it. The devices were removed. The procedure was completed with these devices. There were no patient complications as a result of the event.